Event description:
It was reported that pt is experiencing some bowel problems and some gastro-intestinal issues. Pt had colon resection in 2006, and developed an incisional hernia in lower abdomen.

Manufacturer narrative:
There has been no prod returned for evaluation. Therefore, no conclusion can be drawn.